Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the customer experienced system error code 20005. The surgeon had difficulty finding the plain between the prostate, and was concerned since the pt had been under anesthesia for approx four hours. The surgeon decided to convert to an open surgical technique to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering determined that the actual system error code experienced by the customer was # 23003. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code # 23003 appears when the da vinci s safety system detects that a system arm was "bumped" or restricted from moving properly. Add'l info provided by the isi rep in attendance at the case indicated that two system arms had collided. System error code # 23003 was cleared and no add'l system issues were encountered. The isi rep in attendance at the case also indicated that the surgeon was uncomfortable as this was their first system procedure performed with no attending proctor and that poor port placement may have contributed to the difficulties experienced by the surgeon. As of 2008, there have been no reported recurrences of the issue at this hospital.